Event description:
Customer reported the left monitor intermittently goes dark. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor and cpu. System operates as intended. This MDR is related to ge healthcare complaint number.